Event description:
The facility reports the pt had been lifted in a large sling and was in a slight sitting position. During transfer to the bathroom (backwards), the pt suddenly hung upside down with their legs still in the sling. The pt's head touched the mast, which caused a bruise.